Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. A 10/3.00 flextome® cutting balloon® was selected for use in the in-stent restenosed target lesion. During procedure, the device was pulled back after the first inflation. However, on the second inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination was performed on the returned device. No issues were identified with the blades of the device that could have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. The balloon was not folded which indicates that the balloon had been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a balloon pinhole leak approximately 3mm proximal to the proximal end of the distal markerband. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. No issues were identified with the tip or markerbands of the device that could have potentially contributed to the complaint incident. A visual and tactile examination identified no damage or any issues along the shaft of the device. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the device was pulled back to more proximal side after the first inflation.